Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump turned off in the middle of the night and the customer wound up in the hospital for hyperglycemia. The patient's blood glucose at the time of incident is unknown; however, their blood glucose during the call was 199.6 mg/dl. The customer had treated their hyperglycemia via manual insulin injection. Prior to the blank display anomaly, the customer had spent time in the pool. Troubleshooting was initiated for the blank display. There was no noticeable battery compartment damage or corrosion. The battery was changed but the display did not return. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was not returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.